Event description:
There was a complaint of a questionable insulin result for 1 patient tested with a cobas 8000 core module. The questionable result was not reported outside the laboratory. The patient¿s repeated result was "cut in half" of the initial result. Specific values and units were requested, but not provided. The lot number and expiration date of the insulin reagent used were requested, but not provided.

Manufacturer narrative:
The customer stated the qc was affected by the issue. The field service engineer (fse) determined that the pinch valve did not close properly. The fse replaced the pinch valve and ran calibration and qc checks. All checks met acceptance criteria. The investigation is ongoing.

Manufacturer narrative:
An investigation of the alarm trace found 57 sample probe, 45 sample clot, and 106 sample short alarms. There were no relevant alarms at the time of the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.